Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible undersensing was noted on the right atrial (ra) lead on presenting electrograms (egm) one day post operatively. The lead remains in use. No patient complications have been reported as a result of this event.